Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for normal follow up showing multiple noise reversion episodes on the rv lead. Lead was capped and replaced. No further information.

Event description:
New information received notes that the patient's condition was stable before, during and after the procedure.